Event description:
There was an allegation of questionable results from the cobas 8000 cobas c 701 module. Sample 1 initial creatinine jaffe result was 2.3 mg/dl and the repeat result was 0.7 mg/dl. Sample 2 initial ast result was 123 u/l and the repeat result was 64.8 u/l. Sample 3 initial calcium result was 6.2 mg/dl and the repeat results were 6.6 mg/dl and 8.9 mg/dl. The repeat results were believed to be correct.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer found there was a leaking rinse nozzle. He replaced the rinse rubbing, ultrasonic mixer, and both sample probes. He ran mechanism checks and precision testing, and the customer ran calibration and qc which passed. The investigation is ongoing.

Manufacturer narrative:
It was previously reported that the field service engineer replaced the "rinse rubbing". This should have stated, "rinse tubing". The investigation determined the service actions resolved the issue.